Event description:
The lay user/pt contacted lifescan alleging when the strip is inserted, the meter starts automatically showing the strip code as scrolling through the codes without pressing any buttons. The only way to stop the scrolling of the code numbers was to press the down arrow. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.